Event description:
It was reported that: after the evar procedure they want to close the femoral. But the cover over the anker of the manta will not go into the sheath, sealing wasn't working we used a new manta and went well. No further delay or complications with regard to patient.

Manufacturer narrative:
Qn#(B)(4).

Manufacturer narrative:
Qn#(B)(4). The customer returned 3 units of manta, 3 sheaths, 3 depth locators, and 1 dilator for investigation. All of the mantas were locked into the sheath. Out of the 3 mantas, components for 2 of them (anchor, collagen, and lock) were observed to be pushed out. The device lot history record review for lot number mn2301513 manta 18f ce indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications before shipment. Case details were reviewed. Following an evar procedure, an 18f ce manta was deployed for closure. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered mild resistance attempting to advance the bypass tube into the sheath hub and slight buckling occurred to the bypass tube when met with resistance. The bypass tube would not cover the manta anchor and enter the hemostatic valve. The first 18f ce manta sheath remained in place on the guidewire and the first 18f ce manta device was removed. A second 18f ce manta device was opened and deployed, completing the closure. The patient did not experience any harm or health consequences from this event and the outcome post-procedure was stable. Information received later indicated the physician had to use a lot of brute force to try and lock the manta device into the sheath; and felt that is why the manta might have been forced deeper in the artery and the end, did not close the artery. The physician also thought the manta might have changed the structure of the artery. According to the return product evaluation, three devices were received and all three exhibit the sheath hub attached to the 18f ce manta closure unit. The devices returned do not align with what has been reported in the complaint. The IFU indicates: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. IFU procedure requirements state the manta closure must be deployed using the manta sheath provided in the manta package; do not substitute any other sheath. The occurrence rate for similar events regarding manta- difficulty advancing delivery system tube is 0.0852%. We will continue to monitor the rate for all ders related to capa00319 and further investigations will be initiated if the occurrence rate exceeds 0.40%. The der process will continue to monitor for any similar events.

Event description:
It was reported that: after the evar procedure they want to close the femoral. But the cover over the anker of the manta will not go into the sheath, sealing wasn't working we used a new manta and went well. No further delay or complications with regard to patient.